Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2021, compression necrosis was confirmed at the bottom of the ICD pocket. On (B)(6) 2021, the defibrillation system was explanted.

Event description:
Reportedly, on (B)(6) 2021, compression necrosis was confirmed at the bottom of the ICD pocket. On (B)(6) 2021, the pacing system was explanted.